Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A nurse reported that a hospitalized peritoneal dialysis (pd) patient required antibiotics to be administered and dwell for 6 hours. Attempts to obtain additional information were unsuccessful. The reason for the patient¿s hospitalization and use of antibiotics is unknown. However, there is no allegation of a malfunction or deficiency of a fresenius device or other product reported for this event.